Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button no longer functioned as intended. Reportedly, the customer had to press the button multiple times for the touchscreen to illuminate. In addition, the touchscreen was unresponsive to presses. There was no impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.